Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. The patient reports the ipg feels as if it loose in the pocket and causing pain and discomfort. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was electively removed and replaced. The physician noticed the old ipg was not sutured into place. The pocket site was relocated and the newly implanted ipg was sutured into place which resolved the issue. Therapy was resumed postoperatively.